Manufacturer narrative:
This device is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a12.6 mm vicmo12.6 implantable collamer lens, -10.00 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a larger lens due to low vaulting. The problem was resolved.

Manufacturer narrative:
The lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the haptic bent and foreign material on lens surface (red residue on lens). (B)(4).